Manufacturer narrative:
No vibrator alarm due to broken vibrator wire. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip on the insulin pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the vibrate function was no longer functional on the insulin pump. It was also found the insulin pump did not vibrate during a self-test. The customer's blood glucose was 184 mg/dl. The customer agreed to return the insulin pump for analysis.